Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted that the bent helix could contribute to rotation issue.

Event description:
It was reported that during the implant procedure, the helix on the right ventricular lead did not extend. Another lead was used to completed the procedure. No patient complications have been reported as a result of this event.